Manufacturer narrative:
The device has been evaluated at pride (B)(4) and has been found to be working safely and correctly.

Event description:
Alleges coming down slope, turned right, and then went to turn left, and the scooter suddenly increased speed considerably. Alleges turning left again to get off road, took thumb off lever but scooter kept moving and proceeded to throw customer to the ground.